Manufacturer narrative:
Device passed displacement test. Device was received with trace pointers are invalid error or history pointers failed and history pointers are corrupted error or post-reset ram crc alarms after battery changed and power supply test failed during self-test alarm during self test due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. Customer stated the insulin pump got wet and stopped working. The insulin pump will be replaced. The insulin pump will be returned for product analysis.